Event description:
A potential product issue has been reported internally with our oncor impression plus with the 550 txt table. In the abundance of caution, this issue is being reported. It has been reported that there is a crackle sound when letting the table down lower than -60, due to lack of 2 snap rings. No info was reported that suggests that a mistreatment or serious injury has occurred. Further investigation is required for a final risk assessment. Further investigation regarding the cause and risk coverage is required. Preliminary risk is included. No other products are concerned.

Manufacturer narrative:
Preliminary risk analysis indicates: severity: 3 (critical). Reason: first case = uncontrolled table movement taking place during treatment: mistreatment for one fraction may be possible. In addition, moderate to serious injury may be possible. In addition, moderate to serious injury may be possible due to table sag (e.g. Head hits the table). Second case = uncontrolled table movement taking place before/after treatment: no mistreatment possible. Moderate to serious injury may be possible due to table sag (e.g. Head hits the table). Probability: b (improbable). Reason: an uncontrolled table movement due to missing snap rings is improbable. The table will still be fixed with a pin. (B) (4). Initial investigation revealed that the element of the chain is partially broken at a weld seam.